Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13629. Related manufacturer reference number: 1627487-2021-13630. Related manufacturer reference number: 1627487-2021-13632. It was reported the patient was not receiving effective stimulation. The patient reported to have ongoing pain flares requiring hospitalization and complicated medication regimes. In turn, surgical intervention was undertaken wherein the entire drg system was explanted. This addressed the issue.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned in good condition. No anomalies or damage that would contribute to the issue were observed. The lead passed continuity and resistance testing on all channels. No physical or functional anomaly that would contribute to the reported issue was observed. The returned lead functioned as intended. The root cause of the issue could not be determined.